Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The error log was checked and the system was rebooted. No further repair info is available, however, the system operates as intended.

Event description:
The customer reported that the 9800 system would not expose an x-ray. No pt injury was reported.